Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a supra epinous repair and shoulder acromioplasty+long biceps tenotomy under arthoscopy+infra epinous right side repair, the multifix knottles anchor broke when the surgeon tried to screw in. Back-up device was used to complete the procedure. No patient injuries reported. Unknown if there was a delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. The device was returned for investigation deployed. The anchor is broken and was not received. The shaft is bent. There are no cosmetic issues found. The device is intended for single use and functional test is not possible. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. The IFU as reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: ¿when required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. Use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.